Manufacturer narrative:
Film evaluation results are: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, earlier post-implant films and films during the secondary intervention were not provided for review and comparison. From the 4-year post-implant cta's provided, there appeared to be marginal proximal seal with minimal stent graft apposition to the aortic neck. The proximal talent bifurcate od measured approximately 30 mm, and the aortic diameter at the same level measured approximately 40 mm. It is possible that proximal aortic neck may have dilated since implant due to disease progression, which likely contributed to the proximal type I endoleak.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that a recent CT revealed the talent stent graft bifurcate had a proximal type I endoleak. The CT revealed the maximum aneurysm diameter measured 8.9 cm in diameter and the proximal aortic neck measured 34 mm in diameter along a 9 mm length. The proximal aortic neck angle measured 29.8 degrees. There was localized thrombus that covered 20 percent of the circumference of the seal zone with a maximum thickness of 4 mm. One day after the CT was conducted, the physician elected to implant another manufacturer's aortic followed by implant of ten aptus endoanchors into the aortic cuff. The procedure was completed and the event was resolved. The investigator did not comment on the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.